Manufacturer narrative:
This report is submitted on october 10, 2023.

Event description:
Per the clinic, the patient experienced inflammation and skin overgrowth at the abutment site. The surgeon performed cleaning and skin removal on (B)(6) 2023, and the issue resolved.